Event description:
According to the reporter: the trocar seal was damaged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic cystectomy procedure with the davinci. The trocar seal was damaged. Occurred after two hours of use. A part of the seal fell into the patient's cavity, but was retrieved using surgical instrumentation. In order to resolve the issue and complete the case, the port and piece were removed from the field and the procedure was completed without subsequent issue. There was no patient harm. The current patient status is in the hospital recovering from surgery.